Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had vibrate anomaly. The customer¿s blood glucose was 123 mg/dl at the time of incident. The customer also state that insulin pump vibrated during the vibrate test portion of the self test. The insulin pump will not be returned for analysis.